Manufacturer narrative:
The malfunction was submitted to the FDA via medsun under report number (B)(4). Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA.

Event description:
The event date is listed only as june 2025; no specific day is provided. Double lumen PICC [peripherally inserted central catheter] secure under dressing, yet hub cracked at primary lumen, leading to saturated dressing and early removal of line, lab work, new IV and disruption in sedation medication.